Event description:
It was reported that the pca tubing leaked while in use on a patient located on the medical surgical unit. The customer stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
All patient demographics were requested however not provided. The customer¿s report that the pca tubing leaked was confirmed. Inspection noted multiple slices along the microbore tubing located between the antisiphon valve and y-site components. The damage was noted to be located approximately 35 1/2 inches of the tubing starting from approximately 20 inches below the antisyphon valve component.. Fluid was pushed through and leaks were observed from the noted damage. The sets were also pressure tested while submerged underwater. Leaking was identified in the same location. The cause of the leak was due to the tubing damage. The root cause of the tubing damage was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pca tubing leaked while in use on a patient located on the medical/surgical unit. The customer stated that there were no adverse effects caused to the patient from the event.